Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive result on their alinity m sars cov-2 assay. The customer didn't confirm if the sample was retested or not. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
G3 date received by manufacturer corrected to 10/29/2021. B4 lot number updated to 521842. Expiration date and manufacture date updated. Date received by manufacturer for device evaluation is 05/10/2021. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit master lot testing met all acceptance and validity specification criteria. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 and its components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 521842. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. The lot specific complaint history review identified five (5) additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. The 5 complaints are currently under investigation. The complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in each ticket. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 was not identified.